Event description:
The customer indicated that antibody screen testing performed on the ortho provue analyzer was interpreted as negative. The customer repeated testing using the manual gel method and observed weak positive (1+) reactivity. The test results generated by the provue did not match those obtained with an alternate test method, preventing erroneous test results from being reported. False negative results may result in transfusion of incompatible blood.

Manufacturer narrative:
Information was not provided for investigation and the customer refused service. No definitive root cause could be determined. This customer has not logged any similar incidents against this analyzer since this incident.